Event description:
An audible critical pump alarm in regards to "safe state" was reported. The alarm was confirmed by telemetry. The pt's status, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).